Event description:
Customer experienced a total of nine incidents in which tubing was noted to have holes in it, either before use or during priming. Leakage was noted during prime of normal saline. There was no pt involvement and no injury as a result.